Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The following information contained in the grant award progress report titled "a closed-loop responsive approach to treat freezing of gait in parkinson¿s disease" was reported by a health care provider (hcp) of a clinical study via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's disease. Summary: specific aim; to record electrophysiology in the form of local field potentials from ppn plus gpi to uncover the neural networks important to locomotor function, and to elucidate the markers of freezing of gait in advanced pd. This work will collect the information necessary to, detect freezing of gait events in parkinson¿s disease in real time and, to develop a closed loop dbs approach to terminate such detected events. There will be three projects modeling the physiology data and one project examining multi-system sensing. Specific aim; to determine if acute (i.e., interventional) bilateral ppn plus chronic bilateral gpi dbs will improve locomotor function and postural stability in advanced pd. We aim to evaluate the effects of bilateral ppn stimulation on freezing of gait and locomotor function. There will be a primary outcome examining freezing of gait improvement and also a safety outcome. It was reported that patient's freezing episodes were assessed by a kinesiologist and a movement disorders neurologist at baseline with and without medications and again at their 6 month visit, with and without medication. The kinesiologist reported 19 freezing episodes during baseline without medication and 17 episodes with medication. At 6 months, they reported 0 freezing episodes with and without medication. The movement disorders neurologist reported 13 freezing episodes during baseline without medication and 2 episodes with medication. At 6 months, they reported 0 freezing episodes with and without medication. It was also reported that the patient had a hard time walking without an assistive device such as a walker so the trend in the pedunculopontine nucleus (ppn) increasing in low frequencies were not evident while the patient was walking; the trend was evident when the patient was stepping-in-place. The patient also had worsened gait and falls questionnaire (gfq) scores at their 6 month visit. The major symptoms that the patient experienced included parkinson's disease, freezing of gait (fog), and on and off freezing as pedunculopontine nucleus (ppn) stimulation did not reduce the number of freezing episodes. No further complications were reported/anticipated. Additional information received from the hcp on (B)(6) provided the following related adverse event information. Unanticipated infected incision in the right parietal on (B)(6) 2015. Vancomycin was prescribed and the infection resolved. However, the patient experienced a serious, unanticipated, renal injury due to the vancomycin nephrotoxicity that was resolved. Anticipated head infection in the left parietal by being scratched on a car door on (B)(6) 2016. The event was considered resolved. Anticipated superior dehiscence posterior of left frontal incision on (B)(6) 2016 that was resolved. Anticipated cranial infection; wound revision posterior of left frontal incision on (B)(6) 2016 that was resolved. Head infection in the left parietal on (B)(6) 2017 that resolved with antibiotics and removal of all hardware. No further complications are anticipated.